Event description:
It was reported that after an implant of a bifurcated device and a suprarenal aortic extension a type iii endoleak was identified intraoperatively under angiogram. The patient was treated with an additional bifurcated device, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well. Additional information: it was reported that the patient expired on (B)(6) 2013 as patient had developed clots.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
(B)(4). Actual device was not returned hence no device evaluation was performed. However, still intra-operative images, death certificate, and medical records were provided and were reviewed by medical director. Based on review of the vascular study reports, there was no flow to the lower extremities due to endograft occlusion. One static post 34mm cuff deployment angiogram does not provide information on the etiology of the occlusion. A device related etiology cannot be excluded with the images available for study. However, there are no findings to suggest a device cause. There are no laboratory studies to document the hypercoagulable state; however, clot was noted in the endograft. Death certificate indicated that the immediate cause of death was due to septic shock, ischemic bowel, and hypercoaguable state. Review of lot records, work orders and prior reports no issues were noted. Occlusion is a know risk, as identified in the product labeling. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined.